Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/06/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the pump powered on with audible tone and vibratory alarms functioning. During testing, the audible sound levels were within specification. The pump was opened and no defects were found to the audible sounds circuit. The complaint of no sounds was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.